Event description:
It was reported that the ra and rv leads were surgically abandoned and replaced and the device was electively explanted and replaced during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that an invasive procedure was performed. The device was explanted and replaced and the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filed to update the evaluation conclusion code.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Noise was then observed and the patient experienced muscle stimulation with unipolar pacing. Additionally, (B)(6) signal artifact monitoring events were stored due to the patient being in atrial fibrillation. Boston scientific technical services (ts) discussed troubleshooting options. The patient was scheduled to see a cardiac surgeon to discuss potential lead replacement, however, no additional information has been received regarding any scheduled procedures. No adverse patient effects were reported. Available information suggests this product remains implanted and in service.